Event description:
The customer loaded and ran one reagent cassette on one analyzer. The customer then took this reagent cassette off of this analyzer and loaded onto another analyzer and ran several pt samples. The analyzer recognized this cassette as a new reagent cassette. 7 patient samples recovered falsely zero. No results were reported for pt treatment. Samples were return. These values were reported for pt treatment.